Event description:
The customer reported there was smoke noted at the male plug end of the ventilator¿s power cord while it was plugged into the facility ac power wall receptacle. The customer reported the ventilator was in use on a patient, and there was no patient harm. The customer reported no interruption in the ventilator's function or performance. The manufacturer's service technician reported that hospital maintenance had cut off the male end of the power cord before any evaluation was performed. The hospital biomedical technician replaced the power cord, and performed extended self testing and applicable testing of the ventilator which passed.